Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Further information such as return of device, pathology reports, x rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had a right knee revision due to pain. Surgeon replaced the ts insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient had a right knee revision due to pain. Surgeon replaced the ts insert.